Event description:
This report summarizes 45 malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 33 events were originally reported for this failure mode during the reporting quarter; however, 12 events were inadvertently excluded. 45 reported events are included in this follow-up record. Product return status: 28 devices were received. 12 devices were not available for evaluation. 5 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 45 previously reported events are included in this follow-up record. Product return status 28 devices were received. 17 devices were not available for evaluation.

Event description:
This report summarizes 45 malfunction events in which the device reportedly overheated. - 36 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 16 devices were received. 7 devices were not available for evaluation. 10 device investigation types have not yet been determined. Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed or reused.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.